Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1051.3 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported that the patient had a critical alarm. The device was interrogated at 16:25 and 18:30 and it was confirmed that a motor stall occurred at 0953; it had not recovered and the pump was still audibly alarming. The hcp stated that there was no magnetic resonance imaging at the time of the motor stall and that the patient was quietly sitting at home when the motor stall occurred. The caller stated that the last programming change prior to the motor stall was in (B)(6) 2018 and that there had been 5% changes done every few months for this patient. It was noted that the patient would be having a neurological consult and was prescribed oral medications. The hcp stated that the pump was programmed in flex mode with a basal rate of 25 mg/hr and 4 boluses programmed evenly throughout the 24 hour cycle. It was noted that the pump's elective replacement indicator was at 6 months and could be a reason for the motor stall. Surgical intervention was planned. The issue was reported to not be resolved. There were no symptoms reported and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a device manufacturer representative indicated that the pump was removed on (B)(6) 2018 and the device was sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that prior to the pump replacement the patient was receiving baclofen at 1000 mcg/day and it was lowered to 100 mcg/day after the motor stall because the hcp thought he could get the device going again. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.